Manufacturer narrative:
Describe event or problem - 1-2+ dlk superior visual axis right eye, trace superior flap edge in the left eye. Both the od and md do not feel the dlk was caused by the intralase. Device available for evaluation - yes. Placeholder.

Manufacturer narrative:
Placeholder.